Event description:
The customer reported that the unit failed opcheck.

Manufacturer narrative:
(B)(4). The unit was evaluated at philips and the failure was verified. Replacement of the power pca resolved the failure. The unit passed all post service testing and was returned to the customer site.